Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on (B)(4) 2005. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
During the surgery, when they disassembled the instrument tracker, one of the prisms of the cup positioner came off.

Event description:
During the surgery, when they disassembled the instrument tracker, one of the prisms of the cup positioner came off.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.